Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose was 555 mg/dl. The customer indicated that there were large bubbles in the tubing and troubleshooting found that the insulin was not stored at room temperature. Customer declined to check their settings but the pump passed the high pressure test. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was also advised to follow up with their doctor.